Event description:
It was reported that the right ventricular (rv) lead had high capture threshold and low impedance in biploar mode. Attempts to reprogram the rv lead to operate in unipolar mode were unsuccessful due to muscle stimulation at capture thresholds. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.